Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2010, the patient was implanted with a plate for a fracture of the fourth metacarpal bone. The doctor used the mini-implant system and seven screws. On (B)(6) 2012, the removal surgery was performed and the doctor tried to remove the seven screws, but one could not be removed. The cortex screw was broken and head separated from the shaft. The shaft remained in the patients bone. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number, the device history records review could not be completed. The screw was received and confirmed broken. No product fault could be detected. This is indicative of too much mechanical force well beyond the calculated design being applied during screw removal.